Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump runs out of insulin without giving him a low reservoir alert or a no delivery alarm. The patient's blood glucose at the time of incident was 450 mg/dl. The customer did not note any symptoms of his hyperglycemia. Troubleshooting was initiated for the delivery anomaly. The customer noticed the issue when he tried to bolus and saw that he was out of insulin. The customer also mentioned that the pump was having no delivery issues as well, but declined to troubleshoot those since he perceived the lack of an alarm as a larger issue. No products were returned and a belt clip was shipped to the customer since he requested one.